Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 300 to 500 mg/dl. Troubleshooting found that the pump appeared to be working as designed and customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. Customer indicated that the cannula was bent. Customer was advised to follow up with their doctor regarding the high blood glucose and to call back if necessary.